Manufacturer narrative:
Updated: h6, c and d.

Manufacturer narrative:
According to the facility, medline drapes were recalled and had been used during a total knee arthroplasty procedure prior to the facility becoming aware of the recall. The procedure was initially performed on (B)(6) 2025. The patient subsequently required a second surgery on (B)(6) 2026, due to an infected knee. The facility stated they doubt the infections were related to the drapes or gowns used. No additional information is available at this time. No additional details are available related to the customer reported issue. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, medline drapes were recalled and had been used during a total knee arthroplasty procedure prior to the facility becoming aware of the recall.